Manufacturer narrative:
(B)(6). Lot number not provided. (B)(4).

Event description:
During a meniscus repair, it was reported that the surgeon found a black burnt deposit in the place where a shaver was used. The operation was completed with the complaint blade and the black burnt deposit was removed from the body. There was no patient injury reported.

Manufacturer narrative:
One 3.5mm elite full radius blade was returned for evaluation. Review of the returned device showed cracking of the outer assembly adaptor body. The cracking indicates that excessive side loading was applied to the outer blade assembly. Excessive side loading would cause the blade to shed material (skived metal from the inner/outer blade) due to interference between the rotating inner assembly and the outer assembly. The black deposit described in the complaint is a combination of silicone and shedding material. Per the device IFU (B)(4) under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Further investigation is not warranted at this time. (B)(4).